Manufacturer narrative:
Device evaluation summary: during analysis of the sample some creases were observed in the anterior view, one of them was extending tot he posterior view. Leak testing was performed and it revealed a tear within crease in the posterior view, measuring approximately 0.3 cm. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00363261. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 300cc and experienced bilateral capsular contracture baker grade iii (r) and baker grade ii (l) as well as a rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 300cc, catalog number 3503001bc, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the right side. This report contains supplemental information for mentor psr reference number ip-00363261.